Event description:
The information received from the affiliate states that after properly inspecting and prepping the balloon the physician placed the balloon at the lesion (location unknown) and upon inflation, the balloon ruptured at 8 atmospheres. An indeflator was used in the procedure. The balloon was safely removed from the patient and another balloon of the same size was used to complete the procedure. There was no adverse consequence to the patient. As per the qualrap, no additional patient or procedureal information is available.